Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a microbore catheter extension set, power injectable non-dehp, had experienced a no flow. The user could not flush the set with normal saline, using a bd syringe. The set was changed out and therapy was completed without incident on another set. There was no report of adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a follow-up medwatch will be submitted.